Manufacturer narrative:
Results: one used sample was returned for evaluation a visual inspection revealed the IV needle was retracted into the barrel housing. A microscopic inspection revealed that one locking tab was found broken off at the base. A second locking tab was observed with stress whitening and folded back. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6320718. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Our quality engineer also notes that based on the visual and microscopic evaluation, the damage observed is not mechanical related. The most likely cause is physical damage which caused the locking mechanism to be defeated. (B)(4).

Event description:
It was reported that after taking blood samples with a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter, a nurse suffered a contaminated needle stick injury because the needle came back out after the safety activation button was pressed and the needle retracted. It is unknown if the nurse received any medical intervention, but the nurse was reported to be fine.